Event description:
It was reported that a rupture occurred during the filling of a small volume infusor. This event occurred prior to patient use. The unknown drug was filled manually by a syringe. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. Microscopic inspection identified markings on the exterior surface of the reservoir near the rupture line. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed.  The device was received for evaluation. The visual and microscopic inspection confirmed the reported condition of a ruptured reservoir. The microscopic inspection noted markings on the exterior surface of the reservoir. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.